Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. Technical support (ts) recommended replacing the unit's display. The customer stated to ts that they fixed the reported issue by replacing the display.

Event description:
Customer contacted technical support (ts) stating that unit had a dim display. The customer reported there was no patient involvement. Event date not specified; estimate used.